Event description:
It was reported that the patient's ambicor penile prosthesis malfunctioned. The system was in the erect position all of the time. The device will be revised. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.